Event description:
Boston scientific crm received information that the patient with this device passed away approximately 6 years ago. The patient's wife stated that she did not believe that the device shocked her husband at the time of his death and inquired as to why it did not.

Manufacturer narrative:
Technical services advised that the patient's physician be consulted. The cause of the patient's death is unknown and no information or allegation was received at the time of the patient's death. The device has never been returned and records indicated that it was still in-service. Attempts to obtain additional information have been unsuccessful. If additional information is received, this report will be updated.